Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for intractable spasticity. The pump was previously used to deliver unknown baclofen 2000mcg/ml at 210.5mcg/day and currently used to deliver unknown baclofen 500mcg/ml at 210mcg/day. It was reported that the pump was refilled on (B)(6) 2025. The concentration was changed for 2000mcg/ml to 500mcg/ml and a bridge bolus was not performed. Technical services reviewed that the patient would have received four times the daily dose for a little over one-half ml of the old drug and this would have been delivered over approximately 30 hours. Per the reporter, the patient had been lethargic but reported no other symptoms. The hcp was brought on the call with technical services and the agent reviewed at all old drug would be cleared from the system by the time of the call. The catheter volume was 0.218ml and a total bridge volume would be 0.507ml. It was also reported that the customer was unable to locate a pump report after doing the refill on (B)(6) 2025. The synchromed application seemed to have been delivered from the tablet.

Manufacturer narrative:
Continuation of d10: product ID: a810, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Correction: the synchromed application seemed to have been deleted from the tablet. Additional information was received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, in regards to actions/interventions taken to resolve the patient's lethargy, the patient remained at home on hospice care and they were managing the patient. The event resolved. The software version of the synchromed application was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.